Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for the reported catheter fracture, leak and identified deformation as a fracture of catheter and a slight kink was observed on the provided medical image. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one month post port placement, a x-ray examination demonstrated that the catheter allegedly broken and leaked. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, two images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that approximately one month post port placement, a x-ray examination demonstrated that the catheter allegedly broken and leaked. It was further reported that the port body and the distal catheter segment were removed. There was no reported patient injury.